Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, the physician completed two passes using the cat8 and sep8. Subsequently, the bulb of the sep8 dislodged and became stuck inside the patient¿s left lung. The physician decided that it may be detrimental to the patient to remove the bulb; therefore, no attempts were made to remove the bulb from the lung. The procedure was completed using the same cat8. There was no report of an adverse effect to the patient.